Event description:
The info we received from the field indicated that a year and half post cypher implant the stent thrombosed; 100% occluded. The lesion was the distal right coronary artery. All medication was suspended. Pt underwent balloon angioplasty and flow was restored. Pt is in "good" condition.

Manufacturer narrative:
The stent implant was an elective procedure as the pt had been admitted with an acute coronary syndrome. The lesion was described as a type b, eccentric, native vessel, length was 5 mm with a 3.25 reference vessel diameter, located at the distal right coronary artery. It was indicated that during the implant, the vessel was not predilated and the stent was deployed to 18 atmosphers (atm) for 15 seconds. The stent was placed from healthy tissue to healthy tissue and it was confirmed, angiographically, the stent was deployed perfectly. A 3.00 x 13mm balloon was used to post-dilate the stent to 22 atm for 12 seconds. After stent implantation, there was 0% residual stenosis; timi flow was iii pre and post implant. The product is not available for evaluation as it remains implanted; however a device history record review will be performed. Add'l info will be submitted within 30 days upon receipt.